Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: does ¿device is blocked¿ mean would not open? If no, please explain what this means. The physician put the cartridge in the device, closed the device and it was impossible to open the device.

Event description:
It was reported that during a gastrectomy procedure, the device is blocked before introduction in the trocar, not used on patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device will not be returned.